Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that on february 14, 2024, the patient experienced fainting and was admitted to the hospital on february 16 after falling and bumping her head. The pacemaker was not checked at this time and the patient was subsequently discharged. On february 26 the patient visited the clinic complaining of dizziness and chest pain. An electrocardiogram revealed that the device was pacing with safety mode settings: 72 beats/minute and set to unipolar. The patient was immediately admitted to the hospital and device replacement occurred the next day without complication. The device is expected to be returned.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that on (B)(6) 2024, the patient experienced fainting and was admitted to the hospital on february 16 after falling and bumping her head. The pacemaker was not checked at this time and the patient was subsequently discharged. On (B)(6) the patient visited the clinic complaining of dizziness and chest pain. An electrocardiogram revealed that the device was pacing with safety mode settings: 72 beats/minute and set to unipolar. The patient was immediately admitted to the hospital and device replacement occurred the next day without complication. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.